Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent a tooth removal procedure on (B)(6) 2021 and suture was used. While suturing the wound, the device broke in the patient¿s mouth at the time of knotting, causing the suture to stop. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.